Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based upon the additional information, it was found that the monitor that did not display the image was not the subject device, but a sub monitor. Olympus medical systems corp. (Omsc) re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The local field service engineer checked the subject device at facility and found that there was no video signal output from the composite output connector and the y/c output connector of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed on the report and record unit. Other detailed information was not provided. There was no report of patient injury associated with the event.